Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the clinic. The pulse generator was observed to be eroding from the pocket. The device was explanted. The patient's condition before and post procedure was stable.